Event description:
It was reported that needle break occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "it was reported that patient end was missing after injection and non patient end is longer than normal. Verbatim: issue(s): found 1 patient end missing after injection. Issue feels the needle actually pushed thru to the non patient end. Feels the non patient end is a little longer than normal. Lot #: 9121956; item #: 320122; date of event: (B)(6) 2019. Consumer denied reusing and feels the needle actually push thru to the non patient end. Feels the non patient end is a little longer than normal. He does not see anything on his injection site like a broken needle. But will watch it himself. No medical attention received. No blood present. Injected with humalog 75/25 and 14 units for his moring injection. Has not tested for lunch injection yet."

Manufacturer narrative:
H.6. Investigation: customer returned three (3) 32g x 4mm bd pen needles from lot 9121956: one was used, and two were unused/sealed. Consumer reported found 1 patient end missing after injection; feels the needle actually pushed thru to the non patient end, feels the non patient end is a little longer than normal. The pen needle that was returned after use was examined, and the following was observed: a broken patient end (pe) cannula, damage to the hub, damage to the cannula shield. No evidence of manufacturing defects regarding the non-patient end (npe) cannula were observed. The damage to the hub and cannula shield suggest that the pe cannula was likely bent, and pierced through the cannula shield prior to removal of the cannula shield. In this scenario, removing the cannula shield would then cause the pe cannula to re-straighten, which could subsequently cause the pe cannula to break. The two pen needles that were returned unused/sealed were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): data: point (pe/npe): outer diameter (in): lube: sample 1: good/good, 0.0093, good. Sample 2: good/good, 0.0093, good. No evidence of manufacturing defects were observed on the two pen needles that were returned unused. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken pe cannula, cannula through shield). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (npe cannula dimension - longer). Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. CAPA#290556 was initiated. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle break occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "it was reported that patient end was missing after injection and non patient end is longer than normal. Verbatim: issue(s): found 1 patient end missing after injection. Issue feels the needle actually pushed thru to the non patient end. Feels the non patient end is a little longer than normal. Lot #: 9121956. Item #: 320122. Date of event: (B)(6) 2019. Consumer denied reusing and feels the needle actually push thru to the non patient end. Feels the non patient end is a little longer than normal. He does not see anything on his injection site like a broken needle. But will watch it himself. No medical attention received. No blood present. Injected with humalog 75/25 and 14 units for his morning injection. Has not tested for lunch injection yet."